Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The insulin pump had bent cannula. It was unknown if customer was using insulin pump within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.